Event description:
It was reported an alarm or error message had occurred. The event logs from the pump were accessed. A motor stall message was confirmed in the logs with a recovery message. The motor stall was caused by the patient undergoing an MRI. It was unknown how long the patient's pump was stalled. No symptoms were reported. Additional information has been requested.